Event description:
The customer reported their AED displayed service code warning for replace battery now. The reported event did not occur during patient use.

Manufacturer narrative:
The customer reported their AED displayed service code warning for replace battery now. The maintenance schedule is reported as daily. The device pads are expired. The customer used a backup battery pack and AED functioned as designed; the AED is okay to remain in service. Advised the customer to purchase new battery pack. The IFU states: improper maintenance can cause the ddu series aeds not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. The available information does not reasonably suggest that the device did not perform as intended, or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.